Event description:
It was reported that the lead safety switch of the pacemaker system was triggered on due to right ventricular (rv) pace impedance greater than 2,500 ohms. The patient was evaluated at the emergency room and the rv impedance remained out-of-range in the bipolar configuration. The device was programmed to bipolar sensing and unipolar pacing and the patient was to follow-up with their physician. The patient had a low pacing percentage and no additional intervention was required. The rv lead remains in service and no adverse patient effects were reported.